Event description:
It was reported that devices were used during a laparoscopic splenectomy. It was reported the stopcock broke off when pressing on another device in an attempt to get it to snap down. Continued case with 1seal stopcock and fell off again. Finished case with competitor's device. There was no consequence to patient.